Manufacturer narrative:
(B)(4). The ventilator has been quarantined until a covidien service engineer (se) can visit on site.

Event description:
It was reported that during use on a patient the screen on a 980 ventilator froze and then began changing between a variety of displays. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient harm as a result of this event.

Manufacturer narrative:
(B)(4). Th covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the graphic user interface (gui) light emitting diode (led). The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.